Event description:
Revision surgery - due to loosening of the implants. The surgeon removed the 56mm shell, 40mm head, and mp9 x-alt liner and replaced with a 497-28-350 head, and cup. The liner was replaced with a stryker product. The original revelation stem remained in the pt.

Manufacturer narrative:
The reason for this revision surgery was reported as device loosening after an indeterminate amount of time in-vivo. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed without adequate information regarding the part and lot numbers. Multiple attempts were made to obtain this information, however it was not made available. The root cause for the device loosening could not be determined with confidence. There is no indication of a product or process issue affecting implant safety or effectiveness.